Event description:
It was reported that the lead exhibited decreased sensing, high thresholds and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received f10 - 2534 - decreased sensitivity.